Manufacturer narrative:
Received one device. Customer complaint of failed accuracy cannot be confirmed through accuracy testing. Unit passed accuracy testing at 20.2ml, 20.0ml, and 19.8ml respectively. Passes within range of 18.2ml to 22.2ml. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was failed accuracy test by +9.10%. There was no patient involvement.